Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Upon review, it was identified that the implantation date (d6a) was inadvertently omitted in error from initial and has now been provided. Upon review, it was identified that the explantation date (d6b) was inadvertently omitted in error from initial and has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the priming problem was not determined due to no product returned and insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support with an impella device, a purge bag was spiked and a purge cassette was inserted; however, the cassette would not prime. The cassette was removed and reinserted without success. A new purge cassette was obtained, inserted, and primed successfully without further issues. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event.